Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure, it was noted that the balloon was empty which indicated fluid loss. Upon explant, a hole was noted in the balloon. No patient complications were reported.